Event description:
The user ran a batch of 98 pt samples for hemoglobin a1c with controls at the beginning and end of the run. The controls recovered within range both times and the pt results were reported out. When the next run of pt samples started, the controls were out of range and flagged with data flags. Subsequent pt samples were also flagged with data flags. These pt results were not reported. The user found the sr1 syringe teflon tip was shredding. They replaced the syringe and performed a reagent flow checks. Calibration and controls were then run and passed and the user resumed running pt samples at that time. The user was later contacted by one of the physicians questioning a result from the first run. They reran all 98 samples and found 17 to be discrepant and have since sent out corrected reports on (B) (6) 2009 through (B) (6)2009. The user stated one pt had their insulin adjusted due to the discrepant result, but there were no adverse effects. None of the other pts were adversely affected. The user stated her qa dept would not allow release of any further pt info. The user provided the following results which are original result followed by repeat result. No date of testing was provided for the repeat results. Sample 1: 0.7%, 5.9%. Sample 2: 10.3%, 5.4%. Sample 3: 10.5%, repeat result was 5.6%. Sample 4: 11.4%, 6.2%. Sample 5: 11.6%, 6.2%. Sample 6: 11.0%, 6.0%. Sample 7: 14.4%, 7.6%. Sample 8: 10.5%, 5.9%. Sample 9: 10.3%, 5.7%. Sample 10: 10.3%, 5.4%. Sample 11: 11.3%, 6.1%. Sample 12: 12.4%, 6.6%. Sample 13: 10.6%, 5.7%. Sample 14: 10.6%, 5.9%. Sample 15: 13.4%, 6.8%. Sample 16: 10.3%, 5.7%. Sample 17: 14.5%, 7.5%. The user stated she was satisfied that the instrument is operating within specifications, therefore, the service engineer was not dispatched.